Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and one (1) photograph were provided for evaluation. The photograph was visually evaluated, and it was noted that the sample was used and inside a plastic bag; however, no bubbles were noted inside the line. Thereafter, the sample underwent visual inspection, during which the loading guide was found to be broken. As a result, the defect of air in line could not be replicated on the pump. A functional leakage test was performed, and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.159 inches, which meets the specification of 0.1566-0.1633 inches. Additionally, the retained units were evaluated and passed the internal testing. Due to the condition of the sample, it was not possible to replicate the reported defect. Since the sample passed the leak test, the exact root cause of the reported defect could not be determined. The exact root cause of the incident could not be conclusively determined. Although the defect in the airline was not confirmed through either the sample or photographic evidence, the most probable cause appears to be related to factors such as incomplete priming of the IV-line, infusion of cold solutions that may release air bubbles as they warm, or insufficient filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: pump beeping air in line. Went to open pump and white piece that is secured in pump was broken in the middle. No injury reported.